Event description:
It was reported that in 2007, while in cath lab, md inserted intra-aortic balloon (iab). Patient was transferred to cardiac surgery recovery unit. Two days later, during the afternoon, pump alarmed with a purge alarm. Pumping was reinitiated & approximately one half hour later, pump alarmed again; blood was noted in tubing. Iab was removed & replaced with another iab & another pump. Serial number of pump was not recorded. The pump was sent down to the spare parts department for cleaning and then put back into service. No strips were saved. The staff in the cardiothoracic intensive care unit mentioned that the patient was being lifted on a lift machine at the time of the alarm, but the patient was lying flat and there was no kinking of the iab observed. Iab was not caught in the lift and patient's leg was not bent at the time.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.